Event description:
It was reported that on (B)(6) 2013 the patient presented to the emergency room complaining of abdominal spasms. The atrial lead exhibited loss of sensing and increased capture thresholds. On (B)(6) 2013 review of a chest x-ray revealed atrial lead dislodgement due to twiddler's syndrome. The was lead explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Abdominal spasms.